Event description:
In 2005, while wearing the sound processor, the patient reportedly experienced an overly loud sensation. Nine days later, the patient was seen by a company representative. The decision was made to explant the patient's c1 device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.